Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a v3 implantable collamer lens. The lens was explanted after being implanted in the patients eye 10 years ago, due to post-traumatic icl dislocation, with anterior subcapsular cataract. Phacoemulsification surgery was performed and an iol (intraocular lens) was implanted.

Manufacturer narrative:
Corrected information: the reporter indicated the surgeon implanted a v3 implantable collamer lens. The lens was explanted after being implanted in the patient's eye for 10 years due to post-traumatic icl dislocation with anterior subcapsular cataract. Phacoemulsification surgery was performed and an iol (intraocular lens) was implanted. (B)(4).